Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for illegible label with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion; the root cause of this defect is the tube being caught whilst being printed. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Event description:
It was reported that the bd vacutainer® k2 edta tube had a label that was not legible. No serious injury, no medical interventions.